Manufacturer narrative:
Internal complaint reference case (B)(4).

Event description:
It was reported that, during an acl procedure, the first implant of the ultra fast-fix did not deploy, a second attempt was made, however, the same problem occurred. The implant was removed to be cut to 18mm and increase the length, but it failed again. The procedure was completed, after a non-significant delay, changing the surgical technique to a meniscoplasty. No patient injury or further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4). H10, h3, h6: the reported device was received for evaluation. A visual inspection revealed the device was returned in original packaging with the batch number of the complaint on the label. The t1, t2, and suture are on the needle. The variable depth straw has been trimmed. A functional evaluation, using a simulation meniscus, showed both implants deployed and implanted as intended. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical evaluation states that the device IFU does caution that ¿it is the surgeon¿s responsibility to be familiar with the appropriate surgical techniques prior to use of this device. Read these instructions completely prior to use.¿. It also states that the patient impact beyond the reported modified surgical procedure could not be concluded; although the change in procedure increases the patient risk for post-surgical complications. An evaluation of the customer provided image found the device with both anchors on the needle. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include failure to fully actuate the device during implantation. No containment or corrective actions are recommended at this time.